Event description:
It was reported that the pump was not working properly. The customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization. A blood glucose level was not provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.